Event description:
Additional information was received from the manufacturer representative (rep). The device was explanted, and the customer discarded. Patient had multiple cardio versions that caused previous ipg to be unstable. New battery was implanted. The issue resolved. The representative (rep) had a meeting scheduled 3/9 with the patients implanting surgeon to discuss options for the patient.

Manufacturer narrative:
Continuation of d10: product ID a71400, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a71400; product type: 0216-software; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the representative (rep) getting a system restart error message when they were with a patient. Caller stated they were seeing patient for an overdischarge that occurred about 2 months ago. They were able to get the patient ins up to 40% and then wanted to interrogate the system. When they tried to connect with the tablet, they got a message that stated all the amplitudes were "too high" and "reset to zero." Caller stated they chose an option to reset to 0, but after waiting for the request to process it would "error out" then kick the caller out of the session. Caller stated they also tried to connect with patient app, but it gave a similar message stating it couldn't give the desired intensity and would "shut down." Caller mentioned they had the option to change programs on the patient controller, but never tried. Caller said they might be following up with the patient in the next few days. Agent suggested trying a different group then reattempting to connect with tablet. Agent also suggested caller could try activating the MRI mode and then try to connect with tablet as well. Agent suggested caller could also call technical services back while actively with the patient for real-time troubleshooting if needed. Caller called back while present with patient and reported that prior to calling they were able to connect to ins after using patient therapy device to put it into MRI mode. When taken out of MRI mode, caller stated they encountered a system error and would be taken out of the app. Caller stated they tried removing some programming, but got to the point where all of the programming was removed and when trying to enter the app gets a 319 code with the patient device. When trying to connect with the tablet, they get to 99% connected, then kicked out. Agent suggested resetting ins. Caller tried this a few times, but was still unable to connect. They would watch as connection got to 99%, then get system error message and kicked out. Caller also mentioned patient turned their device off overnight, charged to 100% percent today, and that the battery was dead again now. When asked, caller confirmed patient recently had defibrillation/cardioversion. They confirmed therapy was off, but the patient was cardioverted "multiple times." They also stated patient recently had fluid removed from their lungs, a couple of CT scans, and many tests done on their heart. Agent reviewed compatibility with cardioversion and that it was very likely this could have affected the system. Caller stated they had one report they could access. Agent sent email for caller to respond with report attached. Agent reviewed possibility of needing to replace ins.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that multiple attempts to reconnect to the ipg failed. The location of the ins in the body was the lower right flank. The stimulation was off during the cardioversion/defibrillation. The ipg was overdischarged and not in use at the time of the cardioversion. The patient had not had a previous cardioversion or defibrillation procedure. The information was confirmed by the physician.

Manufacturer narrative:
Continuation of d10: product ID a71400 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.